Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert was received noting the pacemaker was in backup vvi mode. The patient was brought into clinic and programming changes to restore to normal mode were completed. There were no patient consequences.